Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported there was an issue with positioning of the impella. Reportedly, during the percutaneous coronary intervention procedure the patient coded and the impella was pulled completely out of the left ventricle into the aorta, the impella was successfully advanced back into the left ventricle, and the physician reported good placement was achieved. Suction alarms were noted, and the pressure level was turned down to four and there were no further alarms. Reportedly the patient was sent to the intensive care unit and an echocardiogram was obtained resulting in the impella position being manipulated, suction alarms were still present at pressure level five, no clot or mitral regurgitation were noted and there was no improvement in aortic pressure or flows. It was reported the patient was to be terminally weaned, care was withdrawn and survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).